Event description:
Medics attended to a person complaining of difficulty breathing. While making a diagnosis, the pt became cyanotic and pulseless. An airway was established and the defibrillator was connected to the pt. An automated ECG analysis was attempted but the device allegedly displayed a continuous connect electrodes alarm. The pt regained a pulse. There were no adverse affects to the pt reported as a result of the alleged malfunction.